Event description:
The customer reported that she was not able to fill the reservoir with insulin because the air would not pass through the transfer guard. The customer stated that insulin was leaking past the o-rings. No further info was provided.

Manufacturer narrative:
Inspected five opened used reservoirs and performed pre-filled reservoir test. No leakage anomalies were observed during filling process. Performed also manual prime and high-pressure tests. The reservoirs passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoirs were connected and locked in place properly.